Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error at the implant procedure. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that this tactra device appeared lower on the right side compared to the left, suggesting possible incorrect sizing. As a result, the right cylinder was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this tactra device appeared lower on the right side compared to the left, suggesting possible incorrect sizing. As a result, the right cylinder was explanted and replaced. No patient complications were reported.